Manufacturer narrative:
Per the clinic, the device was explanted (date not reported) and a new cochlear device was re-implanted during the same surgery. This report is submitted on january 26, 2022.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device. Hardware exchange attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on december 9, 2021.